Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer with resetting the pump, and confirmed the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurred.